Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank screen and it did not switched on after inserting fresh batteries. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self test.